Event description:
It was reported by a customer on (B)(6) 2011 the fiber worked just fine until it reached 46,344 joules. Per the customer, the physician did not appear to do anything wrong. No pt injury was reported.